Event description:
It was reported that doctor felt the navio burring phase was lagging out of the ordinary in relation to what was displayed on screen and what was completed on the patients bone surface. After completing resected portions of both the femur and tibia bones, green portions remained onscreen which doctor felt were inaccurate showing that the green portions on screen were not there by scrubbing away those areas with the burr without it powered on. The navio was set on 'speed' mode at the time. The only difference in workflow pattern for doctor was that it was being used the journey ii uka instead of zuk. Burring concern did not change the outcome of the procedure.

Manufacturer narrative:
H10: h3, h6: the device was used in treatment and case log files and screenshots were returned for evaluation. The initial visual investigation of the software log files and screenshots found that: review of the log files did not reveal any system errors during cut mode that would cause the reported behavior. Review of the screenshots showed that the portions of green left during cut mode are to be expected to some degree. The green portion means that there is <1mm of bone to remove. It is to be expected that not all bone is removed on first passes and in some cases the difference between the system display and actual bone could be a difference of .1 mm and still hold to the accuracy level of the system. In this case the surgeon said they were able to refine away those green spots without physically removing bone and therefore the system performed as expected. There was no probable cause found. This failure mode is identified within the risk assessment. The navio surgical system for unicondylar knee replacement and patellofemoral arthroplasty user's manual provides instruction for proper bone cutting and notes that "the goal is to cut through the colored layers of bone until the white target surface is revealed." DHR review found that the software version has been validated. A complaint history review found similar report, this issue will continue to be monitored. A relationship between the device and the reported event not could be established as no problem was found.